Event description:
Clinic notes were received at MFR for review that reported the pt had high lead impedance on their systems and normal mode tests showing over 10,000 ohms. The pt was also having an increase in their seizures related to their loss of therapy. The vns was programmed off and the pt referred for surgery. The pt went to surgery and a pin reinsertion was not performed, the surgeon ruled out the generator as a cause of the high impedance and scheduled surgery another day for a full revision. The pt underwent full revision surgery and their explanted products are at the MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.